Event description:
A talent bifurcated stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm.  It was reported approximately 12 years post the index procedure the patient presented emergently with back pain. CT revealed a type ia endoleak with a contained rupture. The physician extended the proximal graft with an endurant cuff and the issue was resolved. As per the physician the cause of the type ia endoleak and rupture was due to the patients own anatomy as a result of disease progression. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.